Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal was broken and the device had a crack on the top case and right plunger case. A review of the pump history log found there was a motor rate error. An occlusion test was performed and replicated the motor rate error. It was determined that there was red grease covering the worm coupling facets due to over-greasing by the user. Based on the evidence, the root cause was attributed to a user issue, due to the user's incorrect assembly of the device.